Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was extremely worn. Visual examination of the distal end of the device under magnification revealed some scratches and nicks at the edge of the inner pass. Due to the observed nicks, the complaint of metal shavings can be confirmed. This reusable device is about eight years old and has possibly seen heavy use in the field. Potential root causes for the observed damage include wear of the device or use with a pin which was slightly bent. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices released to distribution in 2009. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
The sales rep reported via phone that the customer's anteromedial femoral aimer left metal shavings in the patient during an acl procedure. The metal shavings were removed from the patient and the case was completed with the device. There were no patient consequences or delays. The device is being returned.